Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported that the patient faced infusion set cannula was crimped within 3 or more hours after insertion abdomen, which caused the patient blood glucose elevated to 419 mg/dl. The infusion set was in use for 1 to 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available